Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 05, 2025, was filed inadvertently. The explant of the osia device is not considered reportable as it deemed a natural progression of the hearing loss that results in the osia no longer meeting the recipient's hearing requirement.